Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the fridge was failed. The field service engineer found the fridge was not being detected on the bus and it was due to a connectivity problem between the pyxis es refrigerator and the station. The fse went through the recovery process by powering down the pyxis es refrigerator and then the station. After completing the reconnection process, the user successfully logged into the station and recovered the failed refrigerator. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator, the fridge was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.